Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the luer lock became disconnected from her cartridge. Insulin was leaking from the tubing port. No impact to customer's blood glucose level.